Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2013 and topical skin adhesive was used along the entire length of the incision. It was placed over the incision that was first fully closed with suture. Hibiclens was also used during the procedure. The topical skin adhesive was removed about two weeks after being applied and the patient had an infection with a strong appearance of redness at the site that the topical skin adhesive was placed. The patient was cultured on (B)(6) 2013. Antibiotics were recommended. The patient is doing fine at this time.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.